Manufacturer narrative:
An evaluation is in process. The fan assembly was requested for investigation. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer observed a burning odor coming from the cell-dyn ruby analyzer. Field service identified soot on the analyzer fan. No smoke or fire was observed. No injury was reported.

Manufacturer narrative:
The square fan assembly in question was submitted to aid the investigation. The investigation included examination of the returned part, product historical data and product labeling. Review of the historical data did not identify any adverse trends or abnormal complaint activity. Examination of the square fan assembly identified considerable dust deposit all over the part, with heavier dust deposit in the inside rim. There was no evidence of soot or burnt odor found. The reported soot traces/deposit and burnt odor stated in the complaint information was not verified during the examination of the returned part. The cell-dyn ruby system operator's manual states that the cell-dyn ruby does not pose uncommon electrical hazards to operators if it is installed and operated without alteration, and is connected to a power source that meets required specifications. The manual provides instructions for cleaning the fan filters. Based on available complaint information and examination of the returned part, the cause of the burnt odor reported by the customer was undetermined. No product deficiency was identified.